Manufacturer narrative:
Device manufacturer address 1: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nitroglycerin set leaked. While hanging a docetaxel infusion, the leak was observed "from the connection between the drip chamber and the IV tubing". It was not reported if the set was attached to the patient at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.